Event description:
On (B)(6) 2012 t2 recon operation was performed. When surgeon tried to insert the fixation bolt to distal targeting device, the fixation bolt could not be inserted. He canceled its use and drilled with radiolucent drill. The operation was finished safely.

Manufacturer narrative:
It is not known if the device will be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report. Associated devices: distal targeting device gamma3 distal targeting r1.5, (B)(4), lot # kp335086. Target device t2 recon, (B)(4), lot # kme904042.